Manufacturer narrative:
This supplemental report is a correction to the previously submitted MDR. Following communication from the FDA regarding incorrect/missing UDI numbers, baxter reviewed the subject MDR and determined brand name, product code, and UDI corrections were required to this MDR in alignment with the gudid.

Event description:
It was reported that the right side of the patient's body appeared swollen since (B)(6) 2023, three days after the life2000 therapy had been re-initiated ((B)(6) 2023). The patient's healthcare provider advised to hold the use of the device, perform a CT scan and increase the dosage of her diuretic medications ("water pills") as it was found negative for blood clot, and showed increased fluid on the right side of the body, and nodule enlargement on the right side. During follow-up, the patient stated the swelling resolved 2 days after holding the use of the life2000 device, while the diuretics dosage had been increased. This report was filed in our complaint handling system as complaint # (B)(4).

Event description:
It was reported that the right side of the patient's body appeared swollen since on (B)(6) 2023, three days after the life2000 therapy had been re-initiated (on (B)(6) 2023). The patient's healthcare provider advised to hold the use of the device, perform a CT scan and increase the dosage of her diuretic medications ("water pills") as it was found negative for blood clot, and showed increased fluid on the right side of the body, and nodule enlargement on the right side. During follow-up, the patient stated the swelling resolved 2 days after holding the use of the life2000 device, while the diuretics dosage had been increased. The device was located at the account. This report was filed in our complaint handling system as complaint#: (B)(4).

Manufacturer narrative:
It was reported that the right side of the patient's body appeared swollen since on (B)(6)2023, three days after the life2000 therapy had been re-initiated (on (B)(6) 2023). The patient's healthcare provider advised to hold the use of the device, perform a CT scan and increase the dosage of her diuretic medications ("water pills") as it was found negative for blood clot, and showed increased fluid on the right side of the body, and nodule enlargement on the right side. During follow-up, the patient stated the swelling resolved 2 days after holding the use of the life2000 device, while the diuretics dosage had been increased. The patient is a male with relevant medical history of chronic respiratory failure with hypoxia, copd, hypoxemia, osa, and pulmonary embolism. The patient also noted that he a second cardiac stent had recently been inserted (on (B)(6) 2022), and the life2000 device settings had not been updated since the previous utilization. It was also noted that the patient's internal medicine doctor believes the reported swelling was caused by fluid retention, which was likely due to the use of the life2000 device, and possibly related to the settings. The patient is currently holding the use of the device and will consult his pulmonologist and healthcare provider in regards to resuming use of the device and settings update. The life 2000 device is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device supports spontaneous breathing for patients unable to drive their own respirations and can be delivered via nasal pillows, face mask, or et tube. Fluid retention is also called edema or water retention. It occurs when parts of the body swell due to a build-up of trapped fluid. The fluid gets trapped and makes the area swollen or puffy. Edema happens most often on feet, ankles and legs, but can affect other parts of the body, such as face, hands and abdomen. Treatment for the edema is dependent on the cause and is not always required. In this event, the reported injury (swollen right side of the body) was alleged to have been contributed to by the use of the life2000 device. The change in the patient's condition was temporary, and the fluid retention resolved 2 days after holding the use of the device. The patient required medical intervention (increased dosage of previously prescribed diuretic medication) to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes a serious injury occurred. Additionally, there was no report of a device malfunction. The exact cause is undetermined at this time; however, it is reasonable to conclude that the reported event was likely due to the pathophysiology of the patient's above-noted medical history, and poor tolerance to previous life2000 device settings following the recent cardiac stent insertion and not a malfunction of the device. The device remains with the patient, who will consult his pulmonologist and healthcare provider before resuming use with updated settings. This assessment will be amended should further relevant information be received.